Event description:
The pt experienced a loss of therapeutic effect. Impedances were greater than 3,600 ohms. The pt was told by his physician that one of the leads had not been working for about 1.5 yrs. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).